Event description:
Caller reports patient tested 4.0 inr on the coaguchek s system and 2.86 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of the suspect system and a replacement sent.